Manufacturer narrative:
On 8/22/2019, mentor became aware that catalog number smpx490; serial number (B)(4) was used as replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During evaluation of the sample it was observed some creases were noted in the anterior and posterior view. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2018, updated date of explant (B)(6) 2019.was provided. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent unknown procedure with a 490cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her right side postoperatively. As a result, the device was explanted on (B)(6) 2019.